Manufacturer narrative:
The lot number was provided for the reported malfunction and a lot history review was performed. One device was returned and evaluated. The investigation confirmed for the reported fracture and misfire. A definite root cause could not be determined. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model fvl10100 vascular stent graft allegedly experienced a fracture and misfire. This information was received from one source. This malfunction involved a patient with no patient consequences. The patient was a (B)(6) year old male , weighing (B)(6) kgs.